Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "sensor disconnected" alarm. The end user removed and reconnected the fiber-optic (fo) cable several times; however, the same message was generated. The iabp unit was swapped out with another iabp unit to continue therapy without issue. No alarms had been generated after switching the iabp unit. The original iabp unit was sent to the customer's biomed for further inspection. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Communication / interviews (4756): a getinge emergency support consultant (esc) troubleshot with the end user over the phone. The esc asked the end user to look at the iabp log files and the end user indicated that the only alarm seen was for an "iab disconnected" alarm. The esc advised the end user that the message was referring to the helium tubing and not the fo cable. It was suspected that when the end user switched the iabp units the loosened connection may have been tightened; thus eliminating the alarm. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings & investigation conclusions). Corrected fields: g1 (contact person).

Event description:
N/a.